Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported that the patient¿s device was over discharged. The patient stated that they charged their battery completely, then the battery went dead the next day and they were unable to charge it. It during diagnostics and troubleshooting they were unable to communicate or interrogate the battery. The rep stated that a device reset was done and this resolved the issue at the time of the report. No symptoms were reported. The event occurred on (B)(6) 2017. On (B)(6) 2017, additional information was received from the rep indicating that it was unknown why the patient's completely charged battery depleting the next. No further complications were reported/anticipated.